Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. According to the repair history, approximately 5 years have passed since the video connector socket of the subject device was replaced. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the video connector socket deteriorated due to the following causes. - aging degradation. - the user applied excessive force to the video connector socket when attaching and detaching the video connector of the endoscope.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and there was deterioration at the contacts of the video connector socket of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.